Event description:
The customer reported the 9900 system would not boot-up and displays corrupt files error code on left monitor. No patient injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The system software was re-loaded. The system was tested and operates as intended.